Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming wand failed to communicate properly with a patient's pulse generator. Good faith attempts for both further information and the product for analysis are currently being made.